Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the distal left anterior descending artery. The 3.5 x 38 mm xience prime stent was deployed at 12 atmospheres (atm), and a dissection occurred. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.